Event description:
There was an issue that a stent malfunctioned during the insertion. The stent did not properly deploy. The physician had to manually remove it. The concern was that the remnants of the stent could potentially be in the patient. There was a representative from the company in the operating room at the time of the procedure.